Event description:
These filters are used for filtering lipids with an extension set attached to a syringe. If the lipid filter connection isn't properly secured with the extension tubing then it causes it to leak from that site. This leaked at that site for approximately 2 hours. The filter was changed and the problem was remedied.